Manufacturer narrative:
The ventilator was returned to a third party service center for eval and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The MFR received info from a third party service center alleging a ventilator's internal battery was not working. There was no harm or injury reported.